Event description:
Asku

Event description:
It was reported the device was replaced due to premature battery depletion. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion was normal.